Event description:
It was reported that the t: slim x2 pump battery would not charge properly, requiring the caller to strategically position the pump for a stable connection. There was no adverse impact to the customer¿s blood glucose level. The customer attempted using a different charging cable without success, so a replacement tandem cable and wall adapter were sent via two-day shipping, with instructions to use pens if the pump battery depleted before receiving the replacement supplies.